Manufacturer narrative:
The up arrow button did not respond due to a corroded keypad trace. There was no scrolling numbers display anomaly noted. The pump was received with a minor scratched display window, a cracked reservoir tube lip, and a missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer had an unresponsive keypad. Customer's blood glucose was 8.2 mmol/l. Customer stated that the numbers were ramping up and down on the screen. Customer can't set up the desired amount of insulin. The customer was advised that the insulin pump will need to be replaced.